Manufacturer narrative:
An investigation of the event is currently underway and it will be submitted in a f/u report. The unit has been evaluated by a leica service support product specialist, application specialist and r&d product specialist. The analysis of the run logs indicated no failure of the device.

Event description:
Customer reported that after processing the tissues were suboptimal processed. One biopsy suffered irreversible damage, but no pt required re-biopsy. In the case of five biopsies, the tissues had to be reprocessed. The histological evaluation for these tissues was suboptimal and a precise diagnosis could not be rendered.